Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 5 weeks post-implant, it was reported that the pt expired and the reported cause of death was mesenteric ischemia. It was also reported that the pump functioned as intended and the pt had several medical complications.

Manufacturer narrative:
The manufacturer attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.